Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were site-wide intermittent fse login issues. A field service engineer (fse) remoted into random stations over the course of 2 hours and verified the fse login issue has been resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was experienced intermittent login issues. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.